Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon fired the endogia with a white reload 45 mm the first time and there were no problem. The second time with a 30mm white reload and it did not open. Had to clip around it and retrieve the stapler. She stated that during the use of the second endo gia roticulator 30-2.5 sulu, the reload locked on the tissue. It was being used to ligate the superior rectal artery and no buttress material was used. The device was locked on tissue and the surgeon was able to clip the vessel above and below the sulu in order to remove it; there was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticpated blood loss of more than 500cc. There was no delay in surgery time over 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 02/13/2015.

Manufacturer narrative:
(B)(4)